Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture" and "capsular contracture, baker grade unknown, pain, numbness, hot and cold sensation in breast, always feels like the flu, goiter." Device remains implanted.